Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic low anterior resection. The surgeon fully fired the device and removed the reload from the tissue. The resection and staple line were incomplete. There were u-shaped staples in the cartridge. To correct the issue, another device was used. No additional tissue resection or tissue damage. Patient status is no problem.